Event description:
It was reported that occlusion alarms occurred. Multiple follow attempts were made by tandem customer technical support (cts), however, no response was received by the customer. There was no reported adverse impact to the customer¿s blood glucose level. Ultimately, the customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.